Event description:
It was reported that before use of the bd¿ blunt filter needle expiry date of some blisters is cut.

Manufacturer narrative:
Investigation summary: 80 samples were received for evaluation. DHR shows there was documentation of issues for the complaint of batch # 8173917 during this production run. Investigation conclusion: on 9/30/2018 third shift experienced issues with the crosscut blades (improper slits). The 80 samples received show similar issue as the photo provided where the expiration date was cut about 30 to 50%. These are escapes from the incident experienced. Failure mode was verified. The machinery was adjusted and the issue resolved. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that before use of the bd¿ blunt filter needle expiry date of some blisters is cut.